Event description:
It was reported that customer experienced tandem mobi cartridge alarm during use, and customer¿s blood glucose reading showed as high without a specific value. Customer delivered correction bolus through pump and did not require help from third party, but no additional information was received regarding the outcome of the event or any blood glucose recovery. Technical support confirmed cartridge alarm, noted similar past alarms with same pump, and arranged replacement pump under warranty while instructing customer to continue using current pump with alternate method if needed.